Event description:
A increase in discordant (B)(6) results from within an equivalent population was observed on the advia centaur xp hcv lot # 229 at this facility. There was no known report of adverse health consequences due to the (B)(6) advia centaur xp hcv results.

Manufacturer narrative:
Internal studies have confirmed that this (B)(6) rate is not within the resolved specificity as stated in the performance characteristics section of the instructions for use, distributed outside the us : "the resolved specificity of the advia centaur hcv assay was (B)(6)". As a result, urgent field safety notice, no. 10811870, was issued to siemens customers outside the us april, 2012. The IFU states in the interpretation of results section: "samples with a calculated value greater than or equal to 1.00 index value are considered reactive for igg antibodies to hcv. It is recommended that the sample be repeated in duplicate. If 2 of the 3 sample results are less than 0.80 index value, the sample is considered nonreactive. If 2 of the 3 sample results are greater than or equal to 1.00 index value, the sample is considered reactive and supplemental testing of the sample is recommended. If 2 of the 3 sample results are greater than or equal to 0.80 index value and less than 1.00 index value, supplemental testing of the sample is recommended."